Event description:
Patients port-a-cath accessed with 3/4in, #20gauge huber needle using sterile technique. Flushed using 10ml perfilled saline flush. At time of flush saline noted to be leaking out of connection site between plastic tubing and metal access needle.